Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the atrial lead exhibited loss of capture and accessing capture in person the threshold had risen. Programming changes were performed. The patient was in stable condition.